Manufacturer narrative:
This report is submitted on january 6, 2022.

Event description:
Per the clinic, the patient experienced hypertrophic skin and tenderness at the abutment site. The abutment was removed and replaced with an osia device on (B)(6) 2021.